Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event to vascular compression was deemed to meet the serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100119024 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from an other reporter via merz customer solutions concerning a female patient of unknown age who was treated with radiesse. Relevant medical history and concomitant medications were not reported. On (B)(6) 2019 the patient was injected with an unspecified dose of radiesse into the cheek area for acne scars. On (B)(6) 2019, reported as in three (3) days, the patient presented with reaction and infection. After five (5) days, the patient was prescribed antibiotics for the upper cheek area. The outcome was not reported and causality was unknown. The lot number was not reported. Follow up information received on 30 may 2019 from the reporting hcp: the reporter was a physician assistant certified (pac) and also the injector. The patient was (B)(6) with no relevant medical history, no prior fillers and no relevant concomitant medications. The patient was injected with 0.1 cc of radiesse in multiple acne scars on both cheeks. The pac reported that the patient experienced vascular compression likely without necrosis on the left cheek. No relevant tests were performed. Treatment included bactrim ds, neosporin and nitroglycerin 2% cream. The pac confirmed the vascular compression was not permanent; however, assessed that treatment was necessary to prevent permanent damage. On (B)(6) 2019, the event outcome was assessed as continued improvement, but not yet healed. The pac assessed the vascular compression was related to the use of radiesse. The lot number was reported as 100119024 with an expiry date of 05 april 2022.

Event description:
Follow-up information was received on 03 september 2019: the reporter stated that the patient did not follow up with him; therefore, a final result was not available.